Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported of an off no power anomaly from the insulin pump. The customer's blood glucose reading was 14.2 mmol/l. The customer stated that he was sleeping and received a low battery warning and 1 hour later he received an off no power alert. The customer stated that he usually gets 24 hours from low battery and uses the aaa (B)(6) battery. The customer was advised to monitor the pump and a new battery cap will be sent out.